Manufacturer narrative:
Other applicable components are: product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2016, product type: catheter. Product ID: 8596, serial #: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 10-jun-2017, UDI#: (B)(4). Product ID: 8596, serial/lot #: (B)(4), ubd: 26-aug-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (2000mcg/ml at 607.4mcg/ml) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that when the hcp made an incision to replace the pump, he noted pus in the pocket. The hcp removed the old pump and replaced it with the new pump. The hcp was unable to aspirate the catheter. There was no issue noted with the patient having withdrawal related to the catheter issues. The patient was not having issues with the catheter prior to pump replacement and will be inpatient at the hospital. The hcp did not want to implant a new catheter at the time related to possible infection ("culture were" being done for pocket puss). The patient would be monitored as he would be inpatient getting intravenous (IV) antibiotics for possible pocket infection and if withdrawal occurred the catheter would be replaced. It was unknown if the issue was resolved. The patient was "alive - no injury." There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the cause of the inability to aspirate was not determined. It was unknown if the possible infection resolved. The hcp was awaiting culture results. The issue was ongoing. The pump would not be returned for analysis. No further information was available.